Event description:
Received report claiming smart drive mx2+ device failed to disengage the drive motor after having given a double tap of the e3 smart watch. This reportedly caused the end-user to collide the wheelchair into an immoveable object which resulted with the end-user falling out of the wheelchair seating. No injuries were sustained as a result.

Manufacturer narrative:
The end-user reported while they were on a cruise, upon attempting to disengage the drive motor of the smartdrive device via a double tap of the pushtracker e3 smart watch, the drive motor continued to run which forced the end-user to collide into an immoveable object to stop. The sudden stop reportedly forced the end-user to lose positioning and fall from the wheelchairs seating to the floor. This event reportedly occurred twice while on the cruise, but the end-user claims never having had an issue like this previously. The end-user did not sustain any injuries because of this event. End-user reports having no recollection if the e3 smart watch indicated the app was still in focus, or if the watch was showing a blank/dark screen when the event occurred. During the validation of a pending design change to provide the smartdrive mx2+ application for android wearables, engineering identified a missing code in the application related to anr (application not responding) where if the application crashes due to an anr, the error handling logic fails to stop the bluetooth communication to the smartdrive mx2+ drive unit. As a result, the motor continues to run, and the user may not be able to disengage the device using tap gestures. A CAPA investigation, 23-002, was opened to address this issue. As part of the investigation, it was determined the way to know if an anr event occurred, it could be detected by the screen on the wearable. If it is reported the screen is blank/dark during or just after the event, or if the end-user recalls the need to restart the mx2+ application to restore operation. Information outlined in the CAPA investigation suggests that the allegations related to failure to disengage drive by tap gestures could be because of an anr error, which if to reoccur, has the potential to lead to a serious injury. It was reported the device is currently operational and is being used with the original e3 smart watch. With information provided, permobil is unable to confirm if this reported failure was the result of an anr event, thus is unable to reach a determination as to possible root cause without speculation. The DHR was reviewed, and the device was found to have met specifications prior to distribution.